Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The helix was retracted and dried body fluid was noted in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection showed that the ptfe insulation was bunched and conductor coils were deformed. This was consistent with the lead being placed through a constricted area. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the events of dislodged or dislocated and difficult/unable to extend/retract helix were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that this right ventricular (rv) lead was attempted implant. This lead was fixed to the pectoralis muscle, however after advancing the cs catheter, this rv lead was dislodged. Furthermore, the helix could not be retracted after couple of attempts. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported. The lead was returned and is currently undergoing detailed analysis. A supplemental report will be provided upon completion of analysis. The lead was returned, and analysis was completed, and the report is updated with the product investigation results.

Manufacturer narrative:
This report contains correction in section h11: upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The helix was noted to be retracted and dried body fluid was observed in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted the inner insulation was bunched and conductor coils were deformed. This finding is consistent with the lead being placed through a constricted area. Next, a laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing may have contributed to the irregularity in helix function. No lead tip or helix issues were noted that would have made lead dislodgement more likely than what is described as a known inherent risk of the use of this product in the instructions for use for this lead. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the events of dislodged or dislocated and difficult/unable to extend/retract helix were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The helix was retracted and dried body fluid was noted in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection showed that the ptfe insulation was bunched and conductor coils were deformed. This was consistent with the lead being placed through a constricted area. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the events of dislodged or dislocated and difficult/unable to extend/retract helix were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that this right ventricular (rv) lead was attempted implant. This lead was fixed to the pectoralis muscle, however after advancing the cs catheter, this rv lead was dislodged. Furthermore, the helix could not be retracted after couple of attempts. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported. The lead was returned and is currently undergoing detailed analysis. A supplemental report will be provided upon completion of analysis. The lead was returned, and analysis was completed, and the report is updated with the product investigation results.

Event description:
It was reported that this right ventricular (rv) lead was attempted implant. This lead was fixed to the pectoralis muscle, however after advancing the cs catheter, this rv lead was dislodged. Furthermore, the helix could not be retracted after couple of attempts. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported. This lead is expected to be returned for analysis.